Event description:
It was reported that the set was opened onto the sterile field. The tech used the t-handle to loosen clamps. The wrench fell apart, a back up wrench was used.

Manufacturer narrative:
The reported incident that t-wrench / pin driver hoffmann ii 7 mm / 5, 6mm was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by aging of the device. The instrument was manufactured 2 years prior t-wrench failure therefore we can consider that it has reached the end of its serviceable life. Please note that the cleaning and sterilization guide (l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) reads: ''inspection before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/or corrosion. Note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. However a design change was implemented with the new design revision j in order to improve our design by using hardened pins. The hardened pin simplify the pin fitting process. The gap between pin and part could get tighter and as a result the pin adhere better. The hardened pin also don¿t deformed during the pinned fitting process. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the set was opened onto the sterile field. The tech used the t-handle to loosen clamps. The wrench fell apart, a back up wrench was used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.